Event description:
N/a.

Manufacturer narrative:
Internal complaint number: (B)(4). Trend analysis: ((B)(4)). The overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using dc extension cable, customer says vh-3030 seemed damaged during sterilization by spd. The end of cord would not plug into vh-3500. New cord opened to finish the case. No pt was harmed.